Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days after implant the lead exhibited increased impedance, decreased sensing and increased thresholds. A perforation was suspected.